Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained via the right femoral artery. The 99% stenosed lesion was in-stent restenosis of a stent placed previously in the right renal artery. A 4.0x20mm nc quantum apex balloon was advanced to the lesion and inflated to 20 atms for 25 seconds when it ruptured on the first inflation. As a result of the balloon rupture, a portion of the balloon came off and was subsequently removed with a snare. The procedure was completed with a different device. No further patient complications occurred. Patient status is listed as okay.

Event description:
It was reported that during a stenting treatment procedure, a balloon rupture occurred. Access was obtained via the right femoral artery. The 99% stenosed lesion was in-stent restenosis of a stent placed previously in the right renal artery. A 4.0x20mm nc quantum apex balloon was advanced to the lesion and inflated to 20 atms for 25 seconds when it ruptured on the first inflation. As a result of the balloon rupture, a portion of the balloon came off and was subsequently removed with a snare. The procedure was completed with a different device. No further patient complications occurred. Patient status is listed as okay.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a portion of the distal end of the balloon, including the distal tip. The balloon was mangled and covered with a dried blood-like substance. The distal tip was flattened, which could be indicative of use without adequate guidewire support; however, it is also possible that this occurred due to manipulation during retrieval from the patient. Microscopic examination revealed that a markerband was present within the balloon. The markerband was detached from the inner shaft, which was not returned, and adhered to the inner wall of the balloon with a dried blood-like substance. The balloon separation site (fracture surface) was inspected microscopically, which revealed no evidence of any product deficiencies that could have caused the balloon to burst or separate. It was not possible to determine if the balloon separated due to a circumferential tear or tensile forces; however, the detached markerband indicates the inner shaft was stretched such that the reduced diameter of the shaft allowed the markerband to move from its fixed location on the shaft. It was not possible to determine if the balloon actually burst or if it separated due to tensile loads that exceeded the strength of the material. The condition of the returned product is consistent with the reported event and suggestive of excessive withdrawal forces. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user/use error as there is no evidence of any specification non-conformances and the device was reportedly used contrary to indications (coronary only), which may have contributed to the event. There is no indication that the reported event or confirmed damage are attributable to the manufacturing or design of the device. (B)(4).

Manufacturer narrative:
(B)(4)